Event description:
It was reported that,"clamp broke in surgery. Thought it was hospital owned. Realized it was ours when opened set for case (B)(6). No unusual circumstances, just trying to get replacement clamp".

Manufacturer narrative:
Na